Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter. After placing 6 coils in the aneurysm, the 7th pc400 coil would not advance through the slim microcatheter. The slim microcatheter was removed with the pc400 coil inside and the procedure successfully continued using a new slim microcatheter and pc400 coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the px slim was ovalized approximately 2.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that after 6 coils were placed inside the aneurism, it was impossible to push the 7th coil outside of the px slim. Evaluation of the returned devices revealed that both devices were damaged. The pc400 coil's pusher assembly was kinked and the px slim distal shaft was ovalized. The damage to the px slim typically occurs due to improper handling during use. If force is applied at an angle while manipulating the device, it is likely that damage such as this may occur. The damage to the pc400 coil likely occurred from attempting to advance the coil into the damaged px slim. The pc400 coils are 100% functionally tested and visually inspected for damage during process inspection. The px slims are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00528.